Manufacturer narrative:
Concomitant medical products: product ID: addrs1 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial anterior (epi-ant) lead exhibited high thresholds, with intermittent capture in bipolar configuration; a lead warning for high bipolar lead impedance and oversensing of noise on bipolar sensing. Diagnostic testing/troubleshooting was performed, the rv epi-ant lead was initially reprogrammed and subsequently, capped and replaced. No patient complications have been reported as a result of this event.